Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was unable to aspirate and when the sheath was removed a clot was observed. During a farapulse atrial fibrillation (a fib) procedure, a faradrive was selected for use. The sheath was successfully used for transeptal access without issue. A non-boston scientific catheter was utilized for mapping. Upon removal of the non-boston scientific mapping catheter, the physician noted an inability to aspirate the sheath. The sheath was then removed from the body and flushed with saline, during which a clot was removed. However, aspiration still felt "tight." Consequently, the decision was made to start with a new catheter and sheath. No further complications were reported. The device is not available for return due to disposal.